Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that the patient presented with multilevel cervical spondylosis and cervical radiculopathy. The patient was treated with conservative management, however, the patient returned with increasing arm pain and subtle signs of myelopathy. The patient underwent anterior cervical discectomy and fusion at c3/4, c4/5 and c5/6 using interbody spacer with allograft and rhbmp-2/acs (0.7 mg per level), 60 mm atlantis venture anterior cervical plate and 8 screws from c3 to c6. Operative findings included severe central stenosis at c5/6. The patient was transported to recovery in stable condition. Reportedly, the patient sustained unspecified injuries. No additional information was reported.

Event description:
It was reported that the patient underwent an anterior c3-c6 cervical discectomy and fusion, the bilateral foraminotomy at c3-c4 and c5-c6, the bilateral laminotomy at c4-c5, and the placement of an anterior cervical plate c4-c6 on (B)(6) 2008. Postoperatively, patient developed pain, and difficulties breathing and swallowing. It was reported that patient now suffers from injuries including difficulties swallowing and breathing, difficulties sleeping, a swollen throat, choking, neck pain, bilateral arm pain and tingling, esophageal fibrotic changes, and inflammatory changes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: multilevel cervical spondylosis(c4 through c6). Multilevel cervical stenosis. Cervical radiculopathy. Procedure: c3-c4, c4-c5 and c5-c6 anterior cervical discectomy and fusion, microscope assisted. Bilateral c3-c4 foraminotomy, microscope assisted. C4-c5 bilateral laminotomy. C5-c6 bilateral foraminotomy. Placement of interbody spacer. Augmentation of anterior cervical fusion with recombinant human bmp-2 (0.7 mg per level). Placement of anterior cervical plate c3 through c6. Neuromonitoring with somatosensory and motor evoked potentials. Per-op notes: surgeon first turned attention to c5-c6, disk material was remove, pituitary rongeurs were used to remove disks. Posterior longitudinal ligament was removed at c5-c6. An allograft fibulas were placed c5-c6, with 0.7mg of bmp-2 in each of the allograft fibulas. Now attention turned to c4-c5, again an allograft fibula was cut and bmp was placed inside and then placed into disk space. Attention then transferred to c3-c4 and again this was repeated and an allograft spacer with bmp was again placed. Anterior cervical plate of 60mm was placed.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.